Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016, at 05:35pm, he obtained a result of "294mg/dl" on the subject meter. The patient manages his diabetes by self-adjusting his insulin doses and at 05:35pm on (B)(6) 2016 he administered 40 units of humalog, based on the subject meter reading of "294mg/dl". At 05:36pm on (B)(6) 2016 he re-tested his blood glucose on the subject meter which gave a result of "59mg/dl". The patient reported that "within 40 minutes" of obtaining the results he developed symptoms of "lightheaded, sweaty and lost consciousness" and that when he regained consciousness he self-treated with "juice and sweets to bring his blood glucose back up". During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly, with the vial being undamaged. The patient had followed the correct testing procedure and the patient did not have control solution available at the time of troubleshooting to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.